Event description:
On (B)(6)2010, patient reported that the black tip of the piston rod broke off of the infusion during the change of the cartridge process. Patient stated she removed the insulin cartridge from the infusion device by twisting by infusion adapter. Patient reported while attempting to return the piston rod, the infusion device displayed an e10 (cartridge error) alert. Patient stated she noticed the black tip of the piston rod had come off of the infusion device. Patient reported the cartridge plunger was still inside of the cartridge and had not gotten stuck on the piston rod. Patient located the black tip and confirmed it was no longer attached to the piston rod. Patient stated she will keep a close watch on her blood glucose and take necessary steps to keep her blood glucose under control. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.